Event description:
A pt reported experiencing erratic results with a surestep meter. Pt's blood glucose results were 57 mg/dl, 87 mg/dl, and 108 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.